Manufacturer narrative:
(B)(4). Batch # p94g4m. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11 and functionality tested. An alert screen was displayed and no further functional testing could be performed. The blade could not be functionally tested due to the returned condition of the instrument. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. The device was disassembled to inspect the internal components and no anomalies were noted, related to the reported event. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was reverted to the test screen several times during use though the device had functioned properly. The pre-run test was performed again but ¿replace instrument¿ was displayed. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.